Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve using the 14 french delivery catheter system (dcs), the dcs was able to be advanced through the left iliofemoral arteries without issue. At 40% deployment, the physician attempted to recapture, in order to reposition the valve. Reverse rotation of the deployment handle was applied however the capsule did not respond to recapture the valve. It was noted that the deployment handle was in a fully captured position, but the valve was still 40% deployed. Despite the inability to close the capsule, the valve was able to be repositioned to the desired location and fully deployed successfully. The dcs was removed and upon inspection it was noted that the proximal end of the capsule had a horizontal fracture. It was reported that there was no resistance or issues during loading of the dcs which had the capsule fracture. It was reported that there was a tortuous or narrow region of the left iliofemoral artery noted during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule partially opened and the handle intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released but with greater resistance than expected. The tip-retrieval mechanism was intact but moved with much greater resistance than expected. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. Slight damage was noted on the proximal end of the capsule. Torsion marks were observed on the outer shaft. If information is provided in the future, a supplemental report will be issued.